Manufacturer narrative:
Visual examination of the returned used device found the needle tip damaged on the distal end of the probe. The ceramic appears intact and there does not appear to be any loss of material. This issue is likely to have been caused by burying the exposed return shaft of the device into the tissue for too long a period of time a review of the manufacturing documents has verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product identity, quality, safety, effectiveness and performance were not identified during manufacture that would contribute to this issue. Of the lot containing (B)(4) devices, this is the only complaint for this lot number and failure mode. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advises the user the following: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to using the equipment. Use caution when changing power settings and to use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during use of the aes-90sc, arthroscopic energy 90 degree probe with suction, in a rc repair procedure on (B)(6) 2018, the surgeon noticed a spark from the tip that lasted approximately 2-3 seconds. It was also reported that the surgeon removed the device and used a shaver to remove burnt tissue inside of the patient's body. The surgery was completed successfully using another aes-90sc. The patient's condition stabilized. This report is raised as a device malfunction with potential for injury due to the report of the device "sparking".